Event description:
Zoll customer support reported that a data download from a (B)(6) male pt contained an occurrence of service code 102 - charge profile fault. The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102 - charge profile fault was confirmed. Upon investigation the monitor failed incoming testing. The cause for the test failures was isolated to a broken negative lead on high-voltage capacitor c21 on the defibrillator board, which caused arcing that led to a open resistor, r45, on the c/a board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.